Manufacturer narrative:
The failure mode for the susceptibility discrepancy was likely due to the atypical nature of the isolate. Data provided by the customer and reviewed by beckman coulter did not indicate an instrument or panel issue. When tested on a panel containing the cefoxitin (cfxs) test, the resistance was detected and the isolate reported as (B)(6) . Per clsi m07-a10, cefoxitin tests are better predictors of the presence of mec-mediated resistance than oxacillin test methods. In addition, the dried gram positive procedural manual (pn 3251-2419a) section f "reading the panels" states the following: for staphylococci with oxacillin, any growth should be considered significant. This s. Aureus isolate likely had heterogeneous expression of the meca gene, testing susceptible to oxacillin on the pc29 panel. The pc29 panel was unable to detect the (B)(6) with the oxacillin test alone. The customer followed clsi recommendations by performing offline tests in conjunction with the pc29 panel testing to ensure detection of the resistance. (B)(4)

Event description:
The customer reported a (B)(6) result was obtained on pos combo 29 (pc29) panel type (lot number not provided) and the (B)(6) result was reported to the physician. The specimen was from a tissue source. The customer performed an etest and determined to be resistant (4ug/ml), verigene meca test was positive for meca, and the pbp2a test was (B)(6) for (B)(6) ). Customer stated the panel was not visually verified. An amended report was provided to the physician with (B)(6) identification. The attending nurse reported that the patient treatment was affected based on the amended report. There was no report of death or injury in connection with the reported event.